Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We ,therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer received blank display. It was reported that the pump came in contact with water, but there was no water inside the pump. It was reported that the pump would be replaced. No further information provided.

Manufacturer narrative:
The pump passed the displacement, operating currents, self test, off no power and unexpected restart error tests. No blank display was noted. Unable to prime during the prime test and alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.